Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan USA, alleging that the subject meter does not turn on. A replacement meter was sent to the lay user/patient. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.